Event description:
It was reported that the customer experienced a blood glucose (bg) level below 40 mg/dl. Reportedly, the control-iq algorithm increased the pump¿s basal rate and administered an automatic correction bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Cgm reading values were not provided. Bg was addressed via consumption of glucose tablets. The customer was instructed to consult with healthcare provider regarding bg level. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.